Event description:
After review of the medical records, the patient was revised to address large symptomatic pseudotumor, elevated metal ions resulting to pain. Operative note reported a large amount of metallosis and abductor appeared thin and had a hole. There was a large amount of purulent subcapsular fluid removed. Metal debris and necrotic tissue were removed. The hole in the abductor was repaired. External rotator and capsule were repaired back to greater trochanter via bone tunnels. Doi: (B)(6) 2008. Dor: (B)(6) 2020. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided. H10 additional narrative: added: a2 (age, dob), a3, b5, b7, h6 (clinical code) corrected: a1, d3, d6a, d10, g1, h6 (impact code). Retracting the reported explant date in d6a since the device was not revised.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. Litigation alleges severe pain and discomfort, increased metal levels in blood including cobalt and chromium; permanent injuries, emotional distress, disability, and disfigurement. Doi: (B)(6) 2008, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 28 mar 2023: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
After review of pfs (final) ad (B)(6) 2023, patient reported revision was done due to increased pain and discomfort on the left hip. There was pain felt upon walking. The patient could hear clicking sound and feel lumps and bumps in the hip area as well. Patient felt fear and anxiety due to prolonged exposure to metallosis and high ion levels. Additionally, the patient believed that the neurotoxicity of the metallosis result in his mild cognitive impairment. Doi: (B)(6) 2008, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.